Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced low blood glucose. The blood glucose level was 88 mg/dl at the time of incident. Customer's current blood glucose level was 110 mg/dl. Troubleshooting was performed. Based on customer report customer did allege pump was under delivering. Customer stated that the insulin pump was on vibrate mode. The product will not be returned for analysis.